Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately one month post filter deployment, patient presented with chest pain. Subsequent, compute tomography revealed pulmonary embolism. Approximately one year later, computed tomography revealed acute pulmonary embolus of the left lower lobe branches and sub segmental branches of the right lower lobe. Approximately two months later, computed tomography revealed persistent bilateral lower lobe segmental pulmonary emboli. Approximately one month later, computed tomography revealed possible mural thrombus seen in the left lower lobe pulmonary artery and filling defect seen in the left upper lobe pulmonary artery. Inferior vena cava filter was in place without evidence of underlay inferior vena caval clot. Chronic and acute pulmonary emboli was treated with catheter directed thrombolysis. However, medical records allege no device deficiency. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pulmonary embolism post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 02/2018).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.